Event description:
Reportable based on device analysis completed on 20oct2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but the screen went black during use and nothing was displayed. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked and the imaging window twisted and kinked. Impedance testing showed an electrical open at the catheter distal end. Based on the x-ray images, the electrical failure resulted from a broken drive shaft and imaging core windup.